Event description:
Item in set was missing. A liss set was sent, it was found the second piece of the stabilization bold was missing. This meant the liss jig could not be used effectively. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown; therefore; a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Item in set was missing. A liss set was sent and it was found that the second piece of the stabilization bolt was missing. This meant the liss jig could not be used effectively. The missing item prolonged the operation by an considerable but unspecified length of time.